Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the mid right coronary artery with 90% stenosis and was 17.0 mm long with a reference vessel diameter of 3.75 mm. The physician treated the lesion with pre-dilatation and implanting a 3.5 x 24 mm taxus study stent. Following post-dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient was admitted with complaint of recurrent chest pain. The next day the thrombosis in the study stent was treated with laser atherectomy which resulted in marked improvement in the blood flow with timi 2-3 flow. The non-target lesion located in the proximal rca with 99 % stenosis was treated with placement of a 3.5 x 28 bare metal stent. There was still some evidence of intraluminal filling defect and therefore, a 2 x 10 mm non-bsc balloon catheter was used with resulting timi 3 flow. The event was considered resolved without residual effects and the patient was discharged the same day.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that at the time of the event, the ruptured clot in proximal rca was treated with laser atherectomy. During the procedure, the patient developed multiple episodes of atrial fibrillation for which cardizem was discontinued and the patient was switched over to amiodarone.

Manufacturer narrative:
(B)(4).